Event description:
The customer reported touchscreen went out while used on a patient; however, the touchscreen was fixed. The device was in clinical use. The unit was swapped out. There was no patient harm reported. The customer could not duplicate the issue. The customer was concerned it could happen again and needs to know if safe to continue using. The customer verified the touchscreen is responding to touch via the touchscreen diagnostics screen. They also verified settings could be changed smoothly via the touchscreen and navigation ring. The customer tested the touchscreen and it passed the calibration test. The unit was tested and it was placed back in service.